Manufacturer narrative:
The device was removed and a new precise implant was used to complete the pt's procedure. To date, the pt is doing fine. The explanted device was delivered to ellipse on (B)(6) 2013. Upon receipt, the device was decontaminated. A visual inspection indicated that the distraction rod could be manually extended; no damage to the surface of the actuator was observed. The actuator was disassembled at the middle weld of the device; it was revealed that the locking pin was broken. The device history records were reviewed and the device was within specifications at the time of manufacturer. In addition, no similar complaints have been received with regard to this lot.

Event description:
A doctor alleged that after insertion of a precise nail into a patient's femoral canal; the distraction rod appeared to have extended.